Event description:
Additional information was received from the patient (pt). They reported that the cause of the strong jolts was due to the mobile charging device was set on a higher charge than usual. The device was reset to change the level used on a daily basis. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are going to have surgery tomorrow on their lower back by a different doctor. Patient stated the surgery is not related to the stimulator, but is related to lower back pain which is why they have the stimulator. Patient stated they are having the surgery to get their back realigned and straightened. Patient inquired if they need to turn stim off for the surgery. Agent reviewed info. Patient stated they believe the stimulator doesn't help enough. Patient stated they had a fusion done around l5 and s1. When asked for event dated and notify date, patient was unable to provide clarification. Patient stated they first spoke with one rep and then another but did not provide when despite agent asking multiple times. Agent reviewed mdt resources for hcps.  Pt noted during call when agent was walking pt through entering MRI mode that they had cleared their throat and got a really strong jolt from the stimulator which was not unusual based on how it was set up so they shut it off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.